Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged ventricularly during the final deployment causing severe paravalvular leak (pvl). Therefore, a second valve was successfully implanted superior to the first valve. No additional adverse patient effects were reported.